Manufacturer narrative:
Small volume of urine sample prohibited retesting. No blood was reported in the sample. Customer was provided a check cassette to verify the instrument and advised to return the remaining cartridges of the lot they were using.

Event description:
Customer reports a false positive urine hcg. Urine was retested. Serum hcg was negative. There was no impact to the pt as a result of this event.